Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a new ilet user experienced sustained hyperglycemia beginning several hours after lunch and again after dinner, with a peak glucose of 390 mg/dl and device alerts for prolonged high glucose; troubleshooting and education were provided, including monitoring guidance and discussion of site change and charging procedures. Symptoms included hyperglycemia without report of dizziness, loss of consciousness, diabetic ketoacidosis, or other acute effects. Outcomes included no professional medical intervention, no hospitalization, no use of backup therapy, no ketone testing, and eventual return of glucose to target range by the following morning, with stable glycemic trends thereafter. Investigation included customer support assessment, review of event chronology, high glucose questionnaire, and follow-up calls to confirm resolution and device use. Investigation of this case revealed no device malfunction reported and no component failure identified, with an unclear cause for the hyperglycemia early in therapy. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.